Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of serious or permanent harm or injury. The device was returned to a third-party service centre. The technician confirmed no particles in the air path during the device evaluation. Secondary findings and calcium were observed. There was no error codes observed. The third-party service center concludes that they couldn't confirm the customer's allegation and unit got scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box d: product UDI was corrected. Box h: recall (z) number was corrected.